Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for analysis. This is the final report.

Event description:
During a trial implant placement procedure, the patient's dura was punctured. The physician aborted the procedure and performed a blood patch. The patient was admitted to the hospital for two days due to pain.